Event description:
It was reported that the tip detached. The target lesion was located in the very tortuous and heavily calcified left anterior descending artery (lad). A 190cm samurai guidewire was selected for use in a percutaneous coronary intervention (pci). The physician struggled to pass two non-bsc guidewires through the lesion. The samurai managed to go farther than the other guidewires. However, it became stuck in the calcified distal part of the lad. Multiple attempts were made to pull the guidewire out and push it to the target lesion but it failed. Resistance was felt during retrieval of the samurai guidewire. The distal part of the guidewire was stretched and twisted. It broke inside the hemostatic valve, one small part remaining inside of it, with no possibility to put it out. The procedure was completed with new guide catheters and guidewires. There were no patient complications and the patient's status was okay.

Event description:
It was reported that the tip detached. The target lesion was located in the very tortuous and heavily calcified left anterior descending artery (lad). A 190cm samurai guidewire was selected for use in a percutaneous coronary intervention (pci). The physician struggled to pass two non-bsc guidewires through the lesion. The samurai managed to go farther than the other guidewires. However, it became stuck in the calcified distal part of the lad. Multiple attempts were made to pull the guidewire out and push it to the target lesion but it failed. Resistance was felt during retrieval of the samurai guidewire. The distal part of the guidewire was stretched and twisted. It broke inside the hemostatic valve, one small part remaining inside of it, with no possibility to put it out. The procedure was completed with new guide catheters and guidewires. There were no patient complications and the patient's status was okay.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned product revealed that the distal 1od mm was deformed in a spiral fashion and the distal tip was severed. Because of the severe deformation, it is difficult to accurately determine the length that is missing.